Event description:
The user reported that during an infusion of vancomycin, vaminolact and np100 through a central line, they noticed a leak in the smartsite plus. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. The smartsite plus has been requested for investigation but not received to date.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer.